Manufacturer narrative:
Four devices were returned and evaluated. The evaluation results are as follows: four devices were received and evaluated forthe complaint regardingthe needle button released event. All devices were inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for these devices.

Event description:
The patient reported that 4 v-go devices the needle button popped out from her most recent box. The patient stated that 3 of the 4 v-go devices popped out within seconds and 1 popped out midway into use. The patient confirmed that she presses on the raised circular bump of the needle button during initial needle insertion.